Manufacturer narrative:
(B) (4). Literature article citation: nickels et al. Occipitocervical fusion with rigid internal fixation: long-term follow-up data in 69 patients. J neurosurg spine. 2007; 7: 117-123. Device history records could not be reviewed without additional info.

Event description:
It was reported that the pt underwent surgery for occipitocervical fusion with rigid internal fixation. Post-op, the pt required hardware removal due to erosion of the implant through the scalp. Complete arthrodesis eventually occurred and the pt tolerated hardware removal uneventfully.